Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 15 years ago. Examination was not possible as no product was returned. A search of the complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. It would not be unreasonable to expect some wear after approximately 15 years of implantation. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additionally information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address loosening of the femoral and tibial components. Poly wear of the insert and osteolysis were noted intraoperatively.